Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level was in the 400's mg/dl range. Reportedly, the customer's healthcare provider alleged the occlusions were caused by an underlying pump issue.